Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device received with paint chipping, scratches and stains to the enclosure due to general wear and tear. Crack under enclosure at the elbow drain fitting. Corrosion present at the elbow drain fitting. Worn and faded line cord and old-style printed circuit board. Customer?s reported issue was confirmed, liquid crystal display is missing visible segments. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.

Event description:
It was reported that they encountered bad liquid crystal display. No patient injury reported.